Event description:
Reported that a file separated in the canal during a procedure. The patient was referred to a specialist who, after being unable to retrieve the separated piece, filled the canal with the piece in place.